Event description:
Customer reported to beckman coulter, inc. (Bec) that the triglyceride reagent cartridge bottle leaked because the cap was loose. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Triglyceride reagent contains material of animal origin and should be considered potentially infectious. (B)(4).